Event description:
Consumer called concerned about the readings pt is receiving. Very erratic and is not sure which is right. Analysis run on clark error grid using mean avg. Reading (146) as ref. Point vs. Bd readings (38, 56, 256, 71, 216, 239) yielded data points in the c range of the grid, outside of acceptable limits.